Manufacturer narrative:
The returned device was inspected in our quality laboratory. During our analysis: we noted the implant coil was received, however the delivery pusher, introducer sheath, and microcatheter were not returned. We observed the implant coil is severely stretched. We observed the implant coil is covered in blood. We observed the sr thread of the implant coil to be opaque in color. Root cause of the reported issue cannot definitively be determined due to the incomplete device return. Upon return of the device, we observed the implant coil is severely stretched. It is unknown exactly what led to the reported issue based on the limited device analysis that was able to be performed. If the microcatheter were to have become damaged or ovalized, this could have resulted in the implant coil encountering friction and further leading to the premature detachment. Without the microcatheter returned, further analysis and testing could not be performed. A review of the lhr indicated that the unit was free from visual damage, including the implant coil at the point of the 100% final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f231100184 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
The reported optimax 8x30 was used to embolize the large aneurysm, but was unraveling during use. <detailed description> the physician started the procedure with the plan of coil framing into the aneurysm, no detachment, and then stent placement from the mca side to the ic, followed by proceeding with coil embolization using the jailed technique. To place the assist stent from m1 to ic (around c1 to c2), the physician attempted to wire the mca side for access, but due to the severe flexion from ictop to m1, the guidewire could not be advanced to the mca side and the stent could not be placed. The physician then attempted to frame the coil within the aneurysm first and tried to advance the wire into m1 utilizing that frame, but that was not possible either. Therefore, the physician placed an optimax 8x30 from the first catheter into the aneurysm with no detachment and a prime frame 7x30 from the second catheter into the aneurysm with no detachment by double catheter technique. As for the prime frame, the physician retrieved it because it could not be framed in the aneurysm as desired. After that, the physician performed the guidewire wiring operation to the mca side again with the optimax implant coil remaining in the aneurysm before detachment. The optimax loop then came out of the aneurysm into the parent artery, so the physician pulled the loop back a few centimeters and then began the wiring process again to the mca side. When the delivery wire was pulled to retrieve the entire optimax once, it was unraveling, so the physician attempted to retrieve it using a snare. Although a part of the optimax was retrieved within the rist radial access system, it could not be pulled back with a part of the optimax remaining from inside the aneurysm to the c2 area. The physician gave up on the radial approach, punctured the femoral and reapproached from the beginning. The microcatheter was advanced to the aneurysm, and the remaining optimax was successfully retrieved using the snare again. The remaining coil was retrieved inside the rist was also successfully pulled into the catheter on the radial side, and all optimax 8x30 were successfully retrieved. Finally, the physician switched to a femoral approach and attempted to proceed with the procedure, but decided that the treatment could not be completed without a stent because the coil would deviate toward the parent artery without an assist stent, and the procedure was completed without placing a single coil within the aneurysm. Note; there were no abnormality observed at the point of the pre-use check." Update 25jun2024 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? There was a severe flexion from ic top to m1. 2. Will the microcatheter be available for return? Unfortunately, the microcatheter will not be returned. 3. Were any attempts made to detach the implant coil using the detachment controller? There was no attempt to detach the implant coil using the detachable controller." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending return and analysis of the suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "<description> the physician performed a radial approach to an ic top lesion with a large aneurysm and a small aneurysm in close tandem. The reported optimax 8x30 was used to embolize the large aneurysm, but was unraveling during use. <detailed description> the physician started the procedure with the plan of coil framing into the aneurysm, no detachment, and then stent placement from the mca side to the ic, followed by proceeding with coil embolization using the jailed technique. To place the assist stent from m1 to ic (around c1 to c2), the physician attempted to wire the mca side for access, but due to the severe flexion from ictop to m1, the guidewire could not be advanced to the mca side and the stent could not be placed. The physician then attempted to frame the coil within the aneurysm first and tried to advance the wire into m1 utilizing that frame, but that was not possible either. Therefore, the physician placed an optimax 8x30 from the first catheter into the aneurysm with no detachment and a prime frame 7x30 from the second catheter into the aneurysm with no detachment by double catheter technique. As for the prime frame, the physician retrieved it because it could not be framed in the aneurysm as desired. After that, the physician performed the guidewire wiring operation to the mca side again with the optimax implant coil remaining in the aneurysm before detachment. The optimax loop then came out of the aneurysm into the parent artery, so the physician pulled the loop back a few centimeters and then began the wiring process again to the mca side. When the delivery wire was pulled to retrieve the entire optimax once, it was unraveling, so the physician attempted to retrieve it using a snare. Although a part of the optimax was retrieved within the rist radial access system, it could not be pulled back with a part of the optimax remaining from inside the aneurysm to the c2 area. The physician gave up on the radial approach, punctured the femoral and reapproached from the beginning. The microcatheter was advanced to the aneurysm, and the remaining optimax was successfully retrieved using the snare again. The remaining coil was retrieved inside the rist was also successfully pulled into the catheter on the radial side, and all optimax 8x30 were successfully retrieved. Finally, the physician switched to a femoral approach and attempted to proceed with the procedure, but decided that the treatment could not be completed without a stent because the coil would deviate toward the parent artery without an assist stent, and the procedure was completed without placing a single coil within the aneurysm. Note; there were no abnormality observed at the point of the pre-use check." Update 25jun2024 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? There was a severe flexion from ic top to m1. 2. Will the microcatheter be available for return? Unfortunately, the microcatheter will not be returned. 3. Were any attempts made to detach the implant coil using the detachment controller? There was no attempt to detach the implant coil using the detachable controller." Incident report form submitted for this complaint indicates that no patient injury was sustained.